Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient experienced skin reactions described as ¿rough lips and staining on the lips¿, when a tube which was disinfected with disopa solution was used on the patient during an esophagus examination. The ¿rough¿ was observed under his/her nose, and his/her lips were black in color. The patient visited a doctor on (B)(6) 2017 and was prescribed an ointment of an unknown kind. After patient evaluation, the doctor determined the patient¿s symptoms were caused by insufficient rinsing. No further information is known at this time regarding the patient or the event. Based on the information contained in the complaint at the time the reporting determination was made, there is no harm or serious injury reported. Furthermore, there is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure. However, the customer reported there was human contact with a medical instrument that was processed in disopa solution and likely not rinsed according to the instructions for use. Therefore, this event is being reported as a malfunction. Advanced sterilization products (asp) will continue to follow-up for additional information including the customer¿s rinsing process and information about the patient.

Manufacturer narrative:
(B)(6).. Initial reporter occupation: health professional correction from no to yes. Asp investigation summary: the investigation included a review of the batch history record, trending analysis of the lot number, system risk analysis (sra), visual analysis, and supplier product evaluation. ¿ the batch history record could not be reviewed as the lot number was not available. ¿ complaint trending could not be performed as the lot number was not available. ¿ the sra indicates the risk associated with exposure to exposure to toxic or corrosive material is "low." ¿ visual analysis was not performed as the product was not available for return. ¿ the supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. The likely assignable cause of this issue was failure to follow instructions and not properly rinsing their instruments. A customer letter was sent regarding the instructions for use and properly rinsing. The issue will continue to be tracked and trended.

Manufacturer narrative:
The affiliate reported the patient is a (B)(6)-year-old female and diagnosed with contact dermatitis. She had the following symptoms: black stain from nose to ear on one side of cheek. Rough and red skin under the black stain. Throat and mouth symptoms (itch, pain, and sore). The patient visited a doctor at least three times for treatment, and received external medications (antihistamines and steroid). She recovered within two or three weeks. (B)(4).